Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the tubing was getting clogged. Her blood glucose level was high. When she inserted a new infusion set her blood glucose levels would go up very high. Customer's blood glucose level was 460 mg/dl. The customer treated her blood glucose level by bolusing and changing the infusion set. The device was not returned.